Event description:
It was reported during in clinic follow up that the left ventricular lead exhibited high capture threshold and extracardiac stimulation and the patient experienced discomfort. The lead was explanted and successfully replaced. The patient was stable.

Manufacturer narrative:
The reported events were inadequate capture and extra cardiac stimulation. As received, a complete lead was returned in one piece. The reported event of inadequate capture was not confirmed. Visual and x-ray examination of the lead did not find any anomalies. Electrical testing of the lead did not find any indication, of conductor fractures or internal shorts. S-curve was measured to be within specification.